Event description:
User reports high control recovery for co2, upon switching to a new lot of ammonia/ethanol/bicarbonate calibrator.

Manufacturer narrative:
The investigational unit determined the cause to be leaking calibrator vials.